Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 485mg/dl. Troubleshooting was performed. It was stated that the insulin pump alarmed no delivery several times, but the customer did not change the infusion set or call helpline. It was stated that the customer changes the infusion set every three days. Ran a fixed prime test and the insulin pump alarmed no delivery. Had doctor reconnect the infusion set and reservoir to prime and rewind, but the insulin pump continued alarming no delivery. It was stated that the customer had bent cannulas from time to time. Performed a high pressure test and the test passed. No further info was provided.